Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.

Event description:
Ous MDR: boston scientific received info that during a follow-up interrogation one day post-implant, it was noted that this right ventricular lead showed undersensing of r-waves and no capture at maximum output. A chest x-ray showed this lead had dislodged. The pt was asymptomatic. A lead revision procedure was scheduled for the same day, but it was postponed when the pt had a spike in body temperature prior to the procedure. No other adverse pt effects were reported. As no further info concerning this report is expected, our investigation is complete, this investigation will be updated should further info be provided.